Manufacturer narrative:
Additional information provided in d.10 and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during the intraocular lens (iol) implantation while attempting to insert lens the inserter would not work properly. The lens was in contact with the patient eye. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).